Manufacturer narrative:
H10 h3, h6: the reported 7x25mm biorci ha screw, intended for use in treatment, has not been returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, screw broke during insertion. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: not preparing the insertion site with a starter or tap. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a knee surgery the biorci was found to be broken when it was implanted into the place that connects the pcl with the femur. No patient injuries or significant delay reported. Back-up device was available to complete the surgery. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.